Event description:
It was reported that the atrial lead had dislodged. During the lead revision, there was difficulty retracting the helix (more than 40 turns). It was also reported that when the lead was successfully repositioned, unipolar impedance was noted to be higher than bipolar impedance. The physician decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.